Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break near the 17cm depth mark is confirmed, but the exact cause is unknown. A 5 fr d/l powerpicc was returned for investigation. The sample revealed evidence of use. Blood residue was visible within the extension legs and on the external surface of the catheter. The catheter was received in two segments. The d/l tubing extended 18.5 cm from the distal end of the molded bifurcation. The depth markings on the proximal proximal catheter segment were the 0-17cm. The distal catheter segment was 19.4cm in length and contained the 36-54cm depth marks. The middle section of catheter that contained the 18-35 cm depth marks was not returned for investigation. A microscopic examination of the cross section at the distal end of the proximal catheter segment revealed sharp edges and striations across the majority of the surface, which is indicative of sharp instrument damage. A portion of the cross section was uneven and granular, which is indicative of a break. The break in the catheter could have been initiated with an inadvertent nick with a sharp instrument. Since the adjoining end of the catheter was not returned for investigation, the exact mechanism of damage is unknown. Functional testing revealed that the catheter was patent to infusion and no leaks were observed. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material.¿ no damage related to the manufacturing process was noted on the returned complaint sample. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of reas0939 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales representative, nurse reported that they could not pass a PICC line right side pass subclavian area. Nurse stated that they pulled back to remove and that the PICC broke on removal at the 17 cm region. On (B)(6) 2016, a cath lab procedure for removal of a foreign body was done. The foreign body was snared out successfully. No patient injury reported.